Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that there was a patient shift. The left side screws were medial and the right side was lateral. A medtronic imaging spin was performed to correct the accuracy. There was no reported impact to patient's outcome and surgical delay was not provided.

Manufacturer narrative:
H3, h6) no parts have returned to the manufacturer for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) additional information in sections a and b5. Section a4) patient weight was reported as "85-94 kg" medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the patient did not experience any adverse symptoms before leaving the hospital. There was a surgical delay of 30 minutes. They re-did the registration and then did a medtronic imaging spin. Once the medtronic imaging scan was obtained and transferred, the screws were replaced and were confirmed to be accurate. The deviation was reported as more than 3.5 millimeters but less than 10 millimeters.